Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that an ar-3210-0029 camera head has a bad connection. This occurred during a case, another camera was used to complete the case. There was no patient effect.

Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.